Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated and telemetry was lost. On (B)(6) 2016 the physician elected to explant and replace the device. The patient was in stable condition post surgery.